Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 400 mg/dl and also stated that, the customer was not responding to the insulin and he was not getting any. Customer's mother declined troubleshooting for the high blood glucose. Customer changed out the inf set and used an insulin pen and then gave a bolus with pump after the inf set was changed out. The device will not be returned for analysis.